Manufacturer narrative:
Additional manufacturer narrative - the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, this patient underwent endovascular repair of two separate thoracic aortic aneurysms using three gore® tag® thoracic endoprostheses (tgt3420/7813424, tgt4020/8325102, tgt4020/8138151) and three stent-grafts (manufacturer unknown). Prior to the implantation, a right subclavian artery to right common carotid artery to left common carotid artery bypass was performed. A gore® introducer sheath with silicone pinch valve (ts2430/ 8130708) was inserted from the patient's right side and the devices were implanted without any reported issues. Removal of the sheath resulted in traumatic injury to the right iliac artery. The diameter of the right external iliac artery was 8 mm. The injury was repaired with a stent-graft (manufacturer unknown) and a vascular graft (manufacturer unknown). The patient tolerated the procedure. The total amount of blood loss during the procedure was 3000 ml. On the same day of the procedure, the patient suffered a stroke. No indication was given as to the potential cause of the stroke. The patient was treated with medication. (This portion of the event was reported on MFR report # 2017233-2015-00762) on (B)(6) 2010, the patient was discharged from the hospital with remaining symptoms of the stroke. On (B)(6) 2013, complete recovery from the stroke was confirmed.